Manufacturer narrative:
This product is manufactured in (B)(6), but is not marketed in the u.s. Diopter: -11.00. (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm12.1, -11.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. A anterior subcapsular cataract opacity was observed on (B)(6) 2014. The lens was explanted and exchanged for a vicmo lens, same length and similar diopter size on (B)(6) 2015. This resolved the problem. The cataract is being monitored. Post-op, patient's ucva was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. Work order search: no similar complaints were reported for units within the same lot. (B)(4).